Event description:
This pt was treated with a cypher stent in the lad with good result. The pt returned to the hosp three days later with chest pain and st depression. Repeat angiography showed some clot in the stent but not throughout. The pt coded and was treated successfully without further incident. He also had uro sepsis, low blood pressure of 60 and creatin of 4.

Manufacturer narrative:
This product is not available for testing and evaluation. Additional info has been received and will be submitted within 30 days upon receipt.